Event description:
Discordant low hemoglobin (hgb) results were obtained on three patient samples on an advia 2120i with single aspirate autosampler instrument. All three patient results were reported to the physician(s). It is unknown if the physician(s) questioned the results. All three patient samples were repeated on an alternate advia 2120 hematology instrument and resulted as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hgb results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. (Siemens) investigated the cause of the event and determined that it was due to user error. The user released three flagged hemoglobin (hgb) results obtained on the advia 2120i with single aspirate autosampler instrument without reviewing them first. The customer failed to follow operator guide instructions, which state "whenever such flags are triggered, the user should review the results and take the action recommended.". A siemens field service engineer (fse) was dispatched to the customer site to determine if there was an issue with the advia 2120i with single aspirate autosampler instrument that resulted in the discordant low hgb results. The fse replaced the 3-way selector valve and reagent diaphragm. A system wash was performed and reagents were primed several times before quality control material was run. The quality control material was within specifications. Ten previously run patient samples were analyzed by the system and resulted as expected. The cause of the discrepant low hgb results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.